Event description:
Rptr noted that the syringes are contaminated with some kind of particulate matter. The same problem was reported in 5/93. Rptr now has 4 boxes with some syringes appearing to have "fuzz" within them. One particular syringe has a huge "fuzz" ball inside.